Manufacturer narrative:
Evaluation summary: the device was returned to medtronic for analysis. The distal tip was damaged. The 11th, 12th, 14th and 20th distal stent segments were deformed with numerous struts raised. The remaining segments were intact. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor sprint drug-eluting stent to treat a severely calcified and tortuous lesion in the lcx exhibiting 95% stenosis. The device was removed from its packaging and inspected prior to use with no issues noted. During the procedure, the lesion was pre-dilated and the physician attempted delivery of the endeavor sprint device but it was reported that the device could hardly cross the lesion after several attempts and the physician suspected that the device was deformed. No resistance was noted while advancing the device to the lesion. The device was removed from the patient without issue. The physician replaced it with a device of the same model to complete the surgery. The physician advised that the reason of the event was related to the severe vessel calcification and tortuosity. No patient injury reported.